Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging a keypad issue: the up, down, and ok buttons were under-responsive. It was reported the patient¿blood glucose was 375 mg/dl with nausea. The reported health event does not qualify as a serious injury. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2017 with the following findings: during investigation, the keypad was intact and all keypad buttons were unresponsive. The keypad cover was removed to find no contamination under the button contacts. No evidence of moisture was found. The keypad flex connector was found to be misaligned and no fully seated.